Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received an inaccurate fill estimate. Reportedly, the customer was able to withdraw 50 units of insulin from the cartridge when the insulin gauge displayed 0 units. The customer's blood glucose was 315 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.